Manufacturer narrative:
Additional information was provided in b.3.,h.3., h.6. And h.11. The product was not returned. Two photos were provided of a specimen cup being held by an ungloved hand. A yellow single-piece lens was partially visible adhered to the inside of the container. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The lens was removed due to pco(posterior capsular opacification). The lens model was not provided. Due diligence has been performed in an attempt to obtain further information on this event. The surgeon has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, lens was explanted in a secondary procedure due to posterior capsule opacification (pco) on the implant was significant. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).